Event description:
During a remote follow-up, decreased defibrillation impedance and noise reversion episodes were observed on the right ventricular (rv) lead. No intervention has been completed. The patient is stable with no consequences.

Event description:
Additional information received that there was suspected potential lead damage. Diagnostic imaging was performed previously but found no anomalies.